Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an one-link needle-free IV connector was disconnecting from a clearlink continu-flo solution set. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One device was received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional evaluation was performed by manually trying to dock the clearlink continu-flo solution set to the one-link device. This proved to be unsuccessful even after swabbing the gland and male luer surfaces with an alcohol swab. It appeared that the one-link sample would not allow a secure fit. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.